Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18 that has a similar product distributed in the u.s., list number 01l82.

Event description:
The customer observed a (B)(6) result while using the architect hbsab assay. The patient generated a result of (B)(6). The customer indicated the patient was also (B)(6) and did not believe the patient should be (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify any atypical activity or an adverse trend. Labeling was reviewed and found to be adequate. Further investigation could not be performed as the likely cause lot number was unknown and no returns are available. Based on the available information no product deficiency and no malfunction of the(B)(6), was identified.